Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report the patient had not used her cochlear implant system for several years. The patient resumed use of her device approximately one year ago. In 2007, the patient presented at the clinic with a large open wound. The cochlear implant is visible through the wound. The result of an integrity test done in the same month, showed atypical responses on most electrodes. The patient reported pain with device stimulation event with most of the electrodes deactivated. The device continues to extrude. The explant/reimplant or revision surgery has been delayed by insurance issues. Surgery is scheduled for the following month.